Event description:
It is reported that the device was implanted in 2002, and explanted in 2007 due to the device breaking.

Manufacturer narrative:
This report will be amended when our investigation is complete.